Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information could not be retrieved since the event was reviewed from a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported that adverse events occurred following the pulse field ablation (pfa) procedures. This study aimed to determine the safety and efficacy of pvi + posterior wall ablation (pwa) with pfa in persistent atrial fibrillation (a fib) (peraf). A one-year follow-up was made with patients who had undergone pulmonary vein isolation (pvi) or posterior wall ablation (pwa) to treat persistent atrial fibrillation (a fib) with the farapulse pulse field ablation (pfa). One-year follow-up included 24-hour holter monitoring at 6 and 12 months and twice monthly and symptomatic transtelephonic monitoring. Pfa in 339 patients resulted in ninety nine percent success for both pvi and pwa. Overall, they observed the following complications, 1 with pericarditis, 1 with myocardial infarction, and 4 with pulmonary edema. No further information was provided for the adverse events. No device is expected to return as this is from a literature review.